Event description:
It was reported that ongoing cartridge alarms occurred during insulin delivery. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg.customer reverted to an alternate method of insulin therapy.